Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one endeavor sprint des was implanted in the lad and one non-medtronic stent was implanted in the rca. Approximately 32 months post index procedure patient suffered mi and was treated with medication and revascularization of the lad with stenting. Investigator assessed the event as related to the device but not related to the anti-platelet medication. Event is unresolved.